Event description:
The end user reported that she experienced leakage due to which her peristomal skin was red, had blisters under the mass and tape collar and areas were painful. She reported a moderate amount of bleeding from those areas and had to apply pressure for a couple of minutes to get the bleeding to resolve. She also noted blood in her urine which she felt was due to skin being irritated at the mucocutaneous junction. The end user stated that because of having to change her wafer 4-5 times per day instead of every 3-5 day, she had run out of pouches and was on her last one. She had been wearing the same pouch for 2 weeks and as a result she had developed a urinary infection. She said her doctor who diagnosed her with a urinary infection after culturing her urine and placed her on cipro three days ago. She said she had been paying out of pocket for her supplies, so she had been unable to afford adhesive remover or protective barrier wipes, samples sent. She used a mild soap and water to cleanse her peristomal skin. Reportedly, the end user continued using the product. No photo available at this time.